Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be exhibiting high out of range pace impedances of greater than 2500 ohms. Further reviewed noticed that this was not the first spike to out of range pace impedances, as they previously occurred in september 2018 as well. The patient was checked in office and they decided to continue monitoring the lead. It's suspected that there is a lead issue starting. At this time, the rv lead remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead was found to be exhibiting high out of range pace impedances of greater than 2500 ohms. Further reviewed noticed that this was not the first spike to out of range pace impedances, as they previously occurred in (B)(6) 2018 as well. The patient was checked in office and they decided to continue monitoring the lead. It's suspected that there is a lead issue starting. At this time, the rv lead remains in service and there have been no adverse patient effects reported. Additional information was received that this rv lead was surgically capped and replaced due to ongoing high out of range pacing impedances. No adverse patient effects were reported.